Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer had diabetes ketoacidosis and was hospitalized. Customer's current blood glucose value was 202mg/dl. Insulin pump will not be returned for analysis.